Event description:
It was reported that the turbine did not generate flow. The customer also reported that the ventilator could not generate a volume higher than 200ml. In tests, it does not reach more than 5000rpm.

Manufacturer narrative:
Na